Event description:
It was reported that the 9600 system had water in it and the a pre-charge error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The f1 fuse and generator drive were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.